Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the common bile duct during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2024. During the procedure, when trying to crush the stone with an alliance ii, the handle of the trapezoid rx broke. The wire of the trapezoid rx was cut, a spyglass device was inserted, and a laser was used to break the stone stuck in the basket. The trapezoid rx was removed from the patient and the procedure was completed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of the handle of the trapezoid broke.